Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure, location: do not recall") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2007, the patient experienced dysgeusia ("metallic taste in her mouth"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, the second episode of dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), arthralgia ("joint pain/hip and joint"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal,)"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and unilateral oophorectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, the last episode of dysmenorrhoea, dyspareunia, abdominal pain, dysgeusia, arthralgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, abdominal distension, vaginal discharge, abdominal pain lower and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, dysgeusia, dyspareunia, female sexual dysfunction, menorrhagia, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient sought treatment for her symptoms. She was advised of any complications or problems at the time of your essure procedure: device could only be implanted in 1 fallopian tube most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. Event menorrhagia, apareunia, dysmenorrhea, bloating, essure micro insert migration, vaginal discharge, abdominal pain lower, lower back pain were added. Product start date updated. Event outcome of abnormal bleeding (vaginal, menorrhagia); apareunia (inability to have sexual intercourse); dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); metal taste, bloating; migration of essure, location, pain; vaginal discharge updated to recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure, location: do not recall") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced the first episode of dysmenorrhoea ("painful menstrual cycles"), the first episode of dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal,)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("joint pain/hip and joint"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain") and the second episode of dysgeusia ("metal taste"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and unilateral oophorectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, abdominal pain, arthralgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, the last episode of dysmenorrhoea, abdominal distension, vaginal discharge, abdominal pain lower and back pain had resolved and the last episode of dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, vaginal discharge, vaginal haemorrhage, the first episode of dysgeusia, the first episode of dysmenorrhoea, the second episode of dysgeusia and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient sought treatment for her symptoms. She was advised of any complications or problems at the time of your essure procedure: device could only be implanted in 1 fallopian tube most recent follow-up information incorporated above includes: on 14-aug-2018: new pfs received- new event metal taste was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.